Event description:
An authorized service provider (asp) reported that a patient passed away while the v60 ventilator was in use on the patient and that the device was found alarming for a depleted backup battery. The reporter is unsure if the device had anything to do with the patient¿s outcome, as it was communicated that the patient was already in the process of passing away when being placed onto the ventilator. On (B)(6) 2025, the manager of respiratory care or neurodiagnostic services at the hospital confirmed in a good faith effort response that the device alarmed as intended when the device was checked, and that the backup battery was found to be depleted. The manager also stated that the patient death was not directly associated with the event. The v60 ventilator was plugged into an electrical outlet, and the v60 ventilator had been functioning properly. The manager stated that they just wanted to confirm that the backup battery worked properly and requested an evaluation of the device to determine how long the device may have been using the backup battery. The asp agreed to travel to the customer¿s site to perform an evaluation of the device to confirm that the device and its backup battery are fully functional. A clinical assessment was performed by a philips clinical expert on this case. Based on the information currently provided and available, device cause and contribution to the event cannot currently be confirmed, nor refuted, based on the evidence present. According to the v60 user manual about the backup battery, ¿to reduce the risk of power failure to the ventilator, pay close attention to the battery's charge level. The battery's operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature. The backup batteries are intended for short-term use only. They are not intended to be a primary power source. As a safeguard, the ventilator provides a low battery alarm. It also has a capacitor-driven backup alarm that sounds for at least 2 minutes when battery power is completely lost. The ventilator charges the battery whenever the ventilator is connected to ac, with or without the ventilator switched on. The battery (charged) led flashes to show that the battery is being charged. Check the battery charge level before putting a patient on the ventilator and before unplugging the ventilator for transport or other purposes. The power source symbol at the bottom of the right-hand corner of the screen shows the power source in use and, if the ventilator is running on battery, the level of battery charge. If the battery is not fully charged, recharge it by connecting the ventilator to ac power for a minimum of 5 hours. Pressing the help button shows you the approximate time remaining until the battery is fully charged. If the battery is not fully charged within 16 hours, or the ventilator displays a check vent: battery failed alarm, replace the battery.¿ in addition, the v60 user manual¿s warnings, cautions, and notes on alarms and messages states that ¿if ac power fails and the backup battery is not installed or is depleted, an audible and visual alarm annunciates for at least 2 minutes. Immediately discontinue ventilator use and secure an alternative means of ventilation. As in most ventilators with passive exhalation ports, when power is lost, sufficient air is not provided through the circuit, and exhaled air may be rebreathed.¿. Further good faith efforts are being completed to the customer to obtain additional information regarding the reported event. The investigation is ongoing.

Manufacturer narrative:
On 16apr2025, a 3rd party authorized service provider (asp) went to the customer site and evaluated the device. The asp completed a performance verification test (pvt) which the device passed, confirming that the device met the manufacturer¿s specifications for use and was not experiencing any issues. The device was confirmed to be fully functional. A copy of a portion of the device drpt (diagnostic report) was provided and it confirmed that, across approximately 7 and a half minutes, the device produced a low internal battery alarm 4 times, confirming that the device alarmed and notified the user appropriately, as intended. With the device having alarmed as expected and passed the pvt, it is confirmed that there was no device issue at the time of the patients passing. If the device did shut down due to battery depletion, it is concluded that it was due to a lack of corrective action by the user following the initial low internal battery alarm. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.